Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the cartridge was leaking from an undefined location. Customer loaded a new cartridge to address the issue. Customer's blood glucose level was 150 mg/dl.